Manufacturer narrative:
The samples were plasma collected in lithium heparin tubes. Qc level I resulted within specifications on the days the patient samples were processed. Qc level iii resulted out of specifications low on (B)(4) 2008. Qc level iii values on the other days of testing resulted within specifications. A system check performed on (B)(4) 2008 met specifications. The patient sample was sent to beckman coulter customer product line support (cpls) for further testing. Testing at cpls indicated interference present in the patient's sample which likely relates to alkaline phosphate. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system on several samples from one patient. The results were reported out of the lab and questioned by the physician due to the patient not having clinical signs of heart failure. The patient was sent for coronarography with nothing detected. The customer did not receive any report of patient injury or death attributed or connected with this event.